Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was delayed in response. The keypad cover was reportedly intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 11/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons were intermittently unresponsive, delayed in response, and required multiple presses to engage. The keypad cover was removed and contamination was found under all key contacts.